Manufacturer narrative:
Investigation summary: 2 samples were received. They don¿t have the packaging flow wrap; the plunger rod-rubber stopper and no tip cap. One has the plunger rod-rubber stopper is at 4.5ml and the other one at 5ml. The samples were tested for sustaining force. They measured 18.8n and 19.4n respectively and they pass within the product specification level. The product specification is <20n. The root cause is not confirmed. Failure mode could not be verified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot # 0037151 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: the root cause is not confirmed.

Event description:
It was reported that a plunger issue occurred during use with a bd posiflush¿ normal saline syringe. The following information was provided by the initial reporter, "customer called me today to tell me that it was reported to her by the nicu that they were having a alleged issue pushing saline through the syringe after some saline would initially come out. I believe they have 2 or 3 syringes saved. At first the clinical team thought the IV may have been clogged so they started a new IV on the patient. The same alleged issue happened again with the new IV, they got a new flush syringe from a different lot and had no issues. The said they tried this "a couple more times" with some other IV's / extension sets and noticed similar alleged issues with the couple others they tried from the same lot but no issues with flush syringes from other lots."